Manufacturer narrative:
Additional narrative: patient information not provide by reporter. Not explanted without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 2 of 5 for (B)(4).

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the multiloc humeral nail system was used for surgical neck of humerus fracture. While the surgeon proceeded the surgery accordance with technical guide, it was found through x-ray that the tip of the reported k-wire was cut off. He took about 10 minutes to remove the broken tip from the patient body and continued the surgery. The surgeon had chosen the k-wire for opening the medullary canal. Also during the surgery, the drill bit (part number unknown) interfered with the reported nail when drilling level f or g. Eventually the surgeon removed drill sleeve then continued drilling by his maneuver to proceed the surgery. The surgery was extended for 15 minutes. This report is 2 of 4 for (B)(4).